Manufacturer narrative:
A software investigation was completed. It was determined that the issue was caused by the user selecting the wrong tool card in the software which didn't match the actual instrument being used. Software functioning as designed.

Event description:
A medtronic representative reported that, while in a spine procedure, the longitude was used with navlock for the navigation system/imaging system. The awl / probe / tap (apt) worked without issue, however, when the screw navigation was performed, the screw was shown in the proximal side with -70 millimeter or greater and the screw tip could not be navigated. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing japan national privacy laws. In trouble-shooting, it was found that the longitude was set +40mm and the reduction driver was set correctly. A medtronic representative, following-up at the site, reported a navigation system upgrade to 2.1 version, after which, the system worked normally. No further issues have been reported.